Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).  There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, the cause of the coronary occlusion cannot be determined. Other potential contributing factors are unknown as limited clinical information was provided. However, patient/procedural factors may have contributed the event. There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, the patient died from a complication of a coronary occlusion during a transfemoral deployment of a sapien 3 29mm valve in the aortic position.  Immediately after the deployment of the 29mm sapien 3 valve with bav, it was observed that the left coronary artery was closed. The physicians catheterized the coronary artery and implanted a stent, however the patient expired. The perceived root cause was occlusion of the left coronary artery.

Manufacturer narrative:
Conclusion coded corrected (h6).  Procedural cine and pre-op scan images were submitted for review. The following observations and impression were made by an edwards physician proctor: bicuspid aortic valve (sievers type 0) with anatomical variation of aortic arch (absent truncus brachiocephalicus, type vii arch, according to herrera classification).  Heavily calcified cusps with pre-existent coronary lesions, s/p stent/pci to lcx, lad.   There was no lca occlusion confirmed as initially reported (coronary flow visible during contrast application). Also as reported by the operator it was not difficult to catheterize and implant a stent in the lm and there were no anatomical conditions (length of the leaflet and position of lm) to have lm occlusion. An annular rupture at the level of the sov with evidence of pericardial effusion was observed and probably due to sizing of the valve. The sapien 3 valve 29mm was not the correct size valve based on annulus and stj. Bav sizing with 25 mm balloon and injection is always recommended in borderline annulus to evaluate the anatomy. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case after review of the imaging, the cause for the annular rupture was due to procedural (inadequate valve size and device manipulation) and patient (heavily calcified cusps, bicuspid sievers type 0) factors.  There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was provided. The patient¿s annulus area was measured twice - 500mm2 by CT and 550/560mm2 area. The patient¿s left coronary artery (lca)measured 16.4mm and the right coronary artery (rca) measured 17.0mm. The patient had coronary artery disease before procedure with 2 stents implanted in the left coronary artery.